Manufacturer narrative:
As received, the device was returned in elective replacement indicator (eri). As stated in the device manual, the device does not read measured data at this battery level. Evaluation of the device header did not reveal any defect that could contribute to the diagnostic issue seen in the field. Device output and sensitivity were revealed to be operating within specified tolerances. After replacing the device power source, lead impedance test was successfully performed. The implant duration exceeds the total projected longevity based on field settings and is considered normal battery depletion. No device malfunction was indicated.

Event description:
During a follow-up, a diagnostic anomaly on the device was noted. No further intervention was performed at this time and the device will continue to be monitored until explant. The patient was stable with no adverse consequences.

Event description:
During a follow-up, a diagnostic anomaly on the device was noted potentially due to normal low battery life. The device was explanted and replaced. The patient was stable with no adverse consequences.